Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer report number: 2017865-2024-70989. It was reported, that the asymptomatic patient presented for in-clinic follow up. With over-sensed noise exhibited by both the right ventricular (rv) and right atrial (ra) leads. Over-sensing, caused pacing inhibition and noise was reproduced in-clinic. The patient was scheduled for explant. And both leads were replaced. The patient was stable.